Event description:
It was reported that during a lower left lobectomy on the fourth firing the there were b shaped staples in space next to tissue. The surgeon claimed the device did not staple. The blue teeth in the reload were raised. He used a clip and the device three more firings to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.